Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they'd had some issues and clarified that since implant, they had to charge the ins every day. Pt said with the previous ins they only charged twice a week. Pt said they finally met with a manufacturer representative (rep) in february and figured out the adaptivestim settings were wrong (pt mentioned they had messed them up), so rep adjusted settings. Pt said now stim worked much better as they only charged twice a week. A response was received from a manufacturer representative regarding patient's complaint. Rep reports the patient had overridden their adaptive stim intensity settings in certain positions which required standard reprogramming. Additional information was received from the patient (pt). It was reported that pt mentioned when they had adaptive stim on, they were electrocuted from the inside out when standing or walking. Pt mentioned they would be standing still and it would change stimulation without any input from pt. Pt reported ever since they stopped using adaptive stim, they now charge about every 3 days.